Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-05993. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink tm plus and a rotawire were selected for treatment. During the procedure, after completing the ablation, the rotalink tm plus was attempted to be removed. Dynaglide mode was activated; however, it was observed that the rotalink tm plus became locked up with the rotawire and could not be removed. Both the rotalink tm plus and the rotawire were removed from the patient's body as a unit and the rotalink tm was exchanged to a 2.0mm rotalink which completed the procedure. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. A partial guidewire was returned inserted in the rotablator plus unit. The partial guidewire was removed from the plus unit without any issue. Visual examination of the device observed no issues. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and noted that the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. Wet testing was done and it was observed that no speed was reached. The advancer handshake connection was seized. The advancer unit was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
Same case as: 2134265-2015-05993. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected for treatment. During the procedure, after completing the ablation, the rotalink¿ plus was attempted to be removed. Dynaglide mode was activated; however, it was observed that the rotalink¿ plus became locked up with the rotawire and could not be removed. Both the rotalink¿ plus and the rotawire were removed from the patient's body as a unit and the rotalink¿ was exchanged to a 2.0mm rotalink which completed the procedure. There were no patient complications reported and the patient's condition was good.